Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that during a routine follow-up, this device was observed to be depleting prematurely. The patient has been provided with medical instructions for replacement. To date the device remains and in service with no resulting adverse patient effects.